Manufacturer narrative:
The facility evaluated at the customer site. The fse found the unit was leaking but not from the reservoir as reported. The leak was from the overflow tube. The fse performed an empty disinfect cycle and filled it back with five gallons of cidex opa. The system met the MFR's specs. The fse then performed an empty basin cycle. The unit was operating normally.

Manufacturer narrative:
The facility evaluated at the customer site. The fse found the unit was leaking but not from the reservoir as reported. The leak was from the overflow tube. The fse performed an empty disinfect cycle and filled it back with five gallons of cidex opa. The system met the MFR's specs. The fse then performed an empty basin cycle. The unit was operating normally.

Event description:
The customer alleged, the unit was leaking a blue liquid on the floor, from underneath. The customer stated no injuries were involved. He was not sure what type of disinfectant solution leaked from the aer unit. A field service engineer (fse) went to the facility to assess the unit.

Event description:
The customer alleged the unit was leaking a blue liquid on the floor, from underneath. The customer stated no injuries were involved. He was not sure what type of disinfectant solution leaked from the aer unit. An asp field service engineer (fse) went to the facility to assess the unit.